Event description:
During a low anterior resection procedure, the circular stapler fired apparently without event for low rectal anastomsis. Two satisfactory doughnuts without problem. Fecal leak from drain 3-4 hours later and patient unwell. At re-laparotomy initial linear stapling line seemed to be satisfactory, but no staples found at either end of anastomosis. Patient remains unwell.